Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump was under delivering. Customer was having blood glucose level was unknown. Troubleshooting was done for high as well as low blood glucose level. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high and low blood glucose. The insulin pump will not be returned for analysis.